Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture and high capture thresholds. Currently, this product remains in service and no adverse patient effects were reported.